Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously elevated thyroid stimulating hormone (tsh) result for one patient generated by unicel dxi 800 accesss chemistry analyzer. The result was reported out of the laboratory. The sample was repeated and lower results within the normal reference range were obtained. Unknown if patient treatment was administered or withheld.

Manufacturer narrative:
The customer collected the tsh sample in a 7 ml green top plasma tube with a gel separator. The sample was centrifuged at room temperature. The customer performs qc twice daily and the tsh qc has been within the customer's established ranges for the past month. No errors were reported to the event log at the time of the erroneous tsh result. A bci field service engineer (fse) performed high sensitivity system check and carryover test. All tests passed within instrument specifications. No additional calls were made by the customer in regards to this event. A clear root cause is undetermined for this event.